Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had two leads implanted with the same lot number. It was reported the pt experienced a change in her stimulation. An sjm rep met with the pt and lead diagnostic tests showed 2 contacts were invalid and the remaining contacts were low. Reprogramming was unsuccessful in resolving the issue. There were no falls or injuries reported. X-rays were done and showed both leads had migrated. Surgical intervention is pending to address the issue.